Event description:
It was reported that the micl13.2 implantable collamer lens would not advance through the injector. No patient contact. Additional information has been requested but not yet forthcoming. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4): evaluation method - lens work order search.results: a lens work order search was performed and there were no similar complaints found. (B)(4)